Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("severe bleeding") and device expulsion ("migration of essure device location of device: it came out on the right hand side") in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included overweight. Concomitant products included amitriptyline, cyclobenzaprine hydrochloride (flexeril) since 2006, hydrocodone since 2006, oxybutynin hydrochloride (oxybutin) and ropinirole hydrochloride (requip). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), hormone level abnormal ("hormonal changes describe: imbalanced"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fungal infection ("yeast infection"), bladder disorder ("bladder problems"), urinary incontinence ("urinary incontinence"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,oophorectomy) and surgery (hysterectomy with bilateral salpingectomy,oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, abdominal pain lower, back pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, fungal infection, bladder disorder, urinary incontinence, vaginal discharge and weight increased outcome was unknown and the nausea, dyspareunia, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, device expulsion, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event hormonal changes describe: imbalanced, abnormal vaginal bleeding, menorrhagia, bladder infection, urinary tract infection, yeast infection, bladder problems,urinary incontinence, nausea, dyspareunia, vaginal discharge, fatigue, abdominal pain, weight gain, essure confirmation test not done,device expulsion added.events outcome,reporters,concomitant medication,concurrent condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation'), device expulsion ('migration of essure device, location of device: it came out on the right hand side') and pelvic pain ('pelvic pain'). In a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test not done". The patient's concurrent conditions included: overweight. Concomitant products included: since 2006, amitriptyline, hydrocodone since 2006, oxybutynin hydrochloride (oxybiotin) and ropinirole hydrochloride (requip). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fungal infection ("yeast infection"), bladder disorder ("bladder problems"), urinary incontinence ("urinary incontinence"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). And was found to have hormone level abnormal ("hormonal changes describe: imbalanced") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, pelvic pain, genital haemorrhage, abdominal pain lower, back pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, fungal infection, bladder disorder, urinary incontinence, vaginal discharge and weight increased outcome was unknown. And the nausea, dyspareunia, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, device expulsion, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2009, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 37.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, quality safety evaluation of ptc, proceed with follow-up 6. On (B)(6) 2020, pif received, reporter added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), device expulsion ('migration of essure device location of device: it came out on the right hand side') and pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included overweight. Concomitant products included since 2006, amitriptyline, hydrocodone since 2006, oxybutynin hydrochloride (oxybutin) and ropinirole hydrochloride (requip). In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fungal infection ("yeast infection"), bladder disorder ("bladder problems"), urinary incontinence ("urinary incontinence"), nausea ("nausea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes describe: imbalanced") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy,oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, pelvic pain, genital haemorrhage, abdominal pain lower, back pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, fungal infection, bladder disorder, urinary incontinence, vaginal discharge and weight increased outcome was unknown and the nausea, dyspareunia, fatigue and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, device expulsion, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, hormone level abnormal, menorrhagia, nausea, pelvic pain, urinary incontinence, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date of insertion: (B)(6) 2009, (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received new event perforation was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery to remove essure coils in (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.